Manufacturer narrative:
The field service engineer (fse) found the sipper nozzle was leaking. The fse replaced the measuring cell on the channel that was leaking and repaired the flow path leak. Following the service visit, the instrument was operating within specification.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either elecsys vitamin b12 ii (vitamin b12 ii) or elecsys vitamin d total iii (vitamin d iii) after the measuring cell was replaced on a cobas e 801 module. Patient 1 initial vitamin b12 ii result using a 1:2 dilution was 2000 pg/ml with a data flag. The repeat result was 240 pg/ml. On (B)(6) 2022 patient 2 initial vitamin d iii result using a 1:2 dilution was 120 ng/ml with a data flag. The repeat result was 240 ng/ml with a data flag. The sample was repeated again with a result of 17.31 ng/ml. No questionable results were reported outside of the laboratory. The vitamin b12 ii reagent lot number was 63305205 with an expiration date of 29-feb-2024. The vitamin d iii reagent lot number was 63013600 with an expiration date of 28-feb-2023.